Event description:
Zoll respicardia received an email from patient alleging injury due to concomitant device integration.

Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number 3009144-2025-00006 originally submitted on 04aug2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.